Event description:
The inclose-rm mesh was implanted in 2007 following a discectomy procedure for treatment of symptoms related to a herniated intevertebral disc at l5/s1. Two weeks later, the patient experienced acute recurrence of radicular pain. An exploratory procedure was performed sixteen days later at which time it was noted as per the physician that the device had expulsed. One of the two anchor bands remained intact and affixated to the anulus. No motor deficit was observed and there was no damage to the nerve root. The physician removed the device without incident. There were no additional complications associated with the procedure and the physician was satisfied with the result.

Manufacturer narrative:
The device was not returned and, consequently, no further evaluation could be performed.